Manufacturer narrative:
(B)(6). Operator of device: both patient and health professional. Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the let met release specification. The root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller alleged discrepant low inratio inr results in comparison to the laboratory inr results. Results are as follows: (B)(6). The time between testings on (B)(6) 2015 was two (2) minutes. The time between testings on (B)(6) 2015 was five (5) minutes. The customer reported touching the finger to the test strip sample well. This is considered an improper technique when performing the testing. There was no reported adverse patient sequela. There was no additional information provided.